Event description:
The complainant reported that an automated impella controller (aic) experienced a controller error alarm during preparation for impella implant. As a result of the noted failure, the decision was made to swap the aic for patient support. No patient harm has been reported.

Manufacturer narrative:
A.5 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the console (aic) yellow alarm has been completed. The data logs were reviewed which showed that a ¿controller error¿ (defective optical sensor lamp) - alarm, event #1039 had occurred. Additionally, every time a reboot took place, the console displayed event #1036 with abnormal optical signals. This confirms the reported failure mode. The console was returned for evaluation and functional testing was performed. Upon initial bootup, the reported failure mode was reproduced. After removing the rear panel to access the optical bench for the envelope and fringe pattern, the reported failure mode was unable to reproduce. Forcefully reproduced event #1036 by removing the lamp power. No issue was found on the console hardware. The voltage on the pbm j3 connector was 4.9v (input voltage to the optical bench), and the voltage on the optical bench p4 connector was 4.8 v (input voltage to the lamp). The lamp resistance was 5 ohms. The root cause of the controller error was most likely the defective lamp.